Event description:
It was reported that pump experienced malfunction alarm identified as malf 12, with no notable events occurring before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and call back if any malfunction alarm returned.